Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was being seen in clinic when a heart rate of 42 beats per minute was observed. The lead was noted to have high thresholds and subsequent loss of capture. Device testing was performed and no variations in impedance was noted. There were no episodes of noise recorded. The patient was admitted to the hospital for a revision procedure. Upon opening the pocket, connections were noted to be normal. The lead was then hooked up to a pacing system analyzer (psa) and tested. During manipulation of the lead, loc was observed. It was believed that the proximal portion of the lead had fractured. The lead was surgically abandoned and replaced. There were no adverse patient effects reported.